Manufacturer narrative:
Unit received with blank display due to severly damaged on electronics assembly. Unit received with physical damaged noted on motor. Unit received with detached and broken off end cap. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unit received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the case is broken. Customer's blood glucose was unknown at the time of incident. No further details given.